Manufacturer narrative:
The device was not yet been returned for evaluation. No lot number was provided.

Event description:
A fracture of a zireal post (abutment) was reported. The zireal abutment had been placed in late 2102. There was no reported patient injury